Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported issue was not confirmed. The device was found to pass all functional testing. Olympus will continue to monitor complaints for this device.

Event description:
A olympus sales representative called to report on behalf of the customer that there was no image from the otv-s190 processor. There was no patient involvement associated to this report.

Manufacturer narrative:
This report is being updated to report investigation findings. A review of the device history record (DHR) for the device was completed and confirmed that there were no manufacturing abnormalities. Conclusion: root cause could not be identified. Since the reported device issue could not be reproduced by olympus, it is speculated that there is no abnormality in the device concerned and that there is a likely a problem other than the device concerned (monitor connection cable, input setting of the monitor).